Event description:
A consumer reported via social media from the united states on (B)(6) 2026 that they used a trojan condom (unspecified variant). The consumer stated that the condom broke during use and subsequently reported contracting an std, stating, "they broke, dude. I got an std." No additional information was provided. The medwatch report pertains to the adverse event documented in case (B)(4). Associated case (B)(4) was created to document the reported device malfunction involving condom breakage.

Manufacturer narrative:
Not avail.